Event description:
MFR rec'd a report stating that a pt lift tipped over when the base legs closed. As a result of this incident, the pt sustained lacerations requiring sutures. A specific malfunction has not been identified. The owner's manual for this device instructs the operator to be certain the legs are locked in the open position during use.